Manufacturer narrative:
Investigation findings and conclusions were updated to reflect the results of investigation. H6: code c19: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met the specifications and procedures.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis, and gore® dryseal flex introducer sheath (dsf sheath). A 16 fr dsf sheath was inserted from the right femoral artery, but it got stuck at the puncture site. Ballooning was performed for the puncture site and then, the dilator was inserted alone. There was resistance when inserting the dilator. After that, the dsf sheath was inserted with the dilator. On the left side, a 14 fr dsf sheath was also difficult to be inserted (felt resistance) but it was inserted successfully. The endoprostheses were implanted successfully. An angiography showed that blood flow in the right side from the flow divider disappeared. It was believed due to vascular injury (intima injury), so gore® viabahn® vbx balloon expandable endoprosthesis was additionally implanted in the right external iliac artery. The blood flow was restored. The patient tolerated the procedure. The reporting physician commented as follows: it had been known in advance that insertion of the sheath into the access vessel would be difficult.